Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that bone marrow biopsy was being performed on a patient with hard bone. Intra-op, plastic hub of the biopsy device came off. When the biopsy device was seated to take the specimen, it stuck in the patient. When trying to remove the device, the plastic top of the device began to spin around the biopsy shaft and the plastic top came off; leaving the shaft stuck in the patient. Finally, the shaft was removed with the help of vice grips and the procedure was completed. No fragment of the broken product remained inside the patient. No patient complications were reported due to this event.